Manufacturer narrative:
Following the evaluation of the device, the philips field service engineer (fse) was unable to duplicate the reported issue. The unit was then functionally tested and successfully passed specified tests.

Event description:
The customer reported a nav-ring issue. The customer contacted product support to help with their nav ring issue.